Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:: product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the ins recharger doesn¿t work. It was reported that recharging the ins was causing a ¿big red mark¿ at the ins site. The reported stated that it was painful to charge the ins. The patient reported that the healthcare professional (hcp) is concerned that it will turn into a bed sore; therefore, they want to do a revision right away. The patient reported that their ins was not deep and was about ½ ledges sticking out. The hcp stated that the charging issue is not related to ins placement. The patient reported that they were going to have a revision because the ins is sitting on the nerve. It was reported that it takes 8-12 hour to charge the ins and the ins recharger takes forever to find the ins device. It was reported that the hcp suggested to the patient that they should requested a replacement recharger in order to resolve the charging issue. The patient also reported that it was very painful to charge the ins.